Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the catheter was entrapped on a filterwire. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure for an arterial blockage in the lower extremity. After cutting, the catheter was withdrawn but it was entrapped on the filterwire. The catheter was withdrawn together with the filterwire. A new jetstream device was used to complete the procedure. There were no patient complications as a result of the event.